Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm additional information was received that no further course of action.

Event description:
A report was received that the patient's wound site was cleaned due to a suspected infection. Upon further investigation, the patient did not have an infection. The patient was reportedly doing well.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had developed an infection. It was noted that the physician decided not to explant the device but instead the physician cleaned the wound. The patient was reportedly doing well.